Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical surgery for lung cancer on cutting off the pulmonary aorta, the device had a poor staple formation and an incomplete staple line, they held the bleeding part with a clip. They changed the device to complete the case and resolve the issue. The patient is alive with no injury.